Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during the investigation, the battery compartment was found to be cracked on the side at the threads. The battery cap was not returned. A review of the black box showed partially discharged batteries being installed on 10-mar-2018 leading to a low battery warning on 11-mar-2018. No moisture/corrosion was observed in the battery compartment. A test battery cap was able to attach to the pump and power it on. The current draws measured to be within specifications. A "battery life" issue was not duplicated during the testing. The pump cover was removed, and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.